Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described, because the affected devices were not returned to cook endoscopy for evaluation. No discrepancies or anomalies were observed during a review of the device history record for this device. We were unable to conduct a sample test from this lot because the devices had been previously distributed. A review of the twelve month complaint history record for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. The info provided indicated the endoscope used with this ligator had received an accessory channel repair. It has been our experience that the repair of an accessory channel can cause the channel to become compromised and cause difficulty with band deployment. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. If the handle is rotated further, curving of the endoscope can occur. The instructions for use for this product line contain the following statement. "The use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Prior to distribution, all six shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed this lot met manufacturing specifications prior to distribution. Corrective actions: no corrective action is warranted at this time, as the report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure to band non-emergent varices in the esophagus, the physician used a cook endoscopy six shooter saeed multi-band ligator. During the procedure, the ligator bands would not deploy and the endoscope curved. The endoscope and ligator were removed. Nothing had to be retrieved from the pt. At this time, the pt did not require an additional medical procedure due to this occurrence. The pt did not experience an adverse effect at this time.